Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 500 mcg/ml with a dose of ¿140 mcg/ml¿ intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. The patient had been experiencing spasticity over the last few weeks with no trauma or fall. She has had several small dose increases with no change in spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. In discussion with the physician today, the plan was to do x-rays and an office single bolus in approximately one week when the patient returned from a trip. If there is no change with a bolus, the physician planned to do a side port aspiration to check the catheter. No surgical intervention occurred and it was unknown if it was planned. The issue was not resolved at the time of this report. Patient status at the time of this report was alive with no injury. Follow-up is being conducted to obtain all information relevant to the event, such as drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event. A supplemental report will be provided as additional information becomes available. Additional information was received from a healthcare provider (hcp) via a company representative. The physician completed a sideport aspiration on (B)(6) 2016 and was not able to aspirate fluid from the sideport. The physician increased the daily dose x 4 with no clinical change and tried to give the patient a small bolus with no change. X-rays were unremarkable. Magnetic resonance imaging was done of the spinal cord and showed no exacerbation of multiple sclerosis. The patient was being referred to the surgeon for revision of the catheter. The operating room (or) date had not been scheduled. Additional information was received from a healthcare provider (hcp) via a company representative. The pump and catheter were replaced on (B)(6) 2016. No visible issues were noted with the catheter at time of explant. The product was disposed of by the hospital and will not be returned. On (B)(6) 2016, the patient saw the neurologist and she reported the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.